Manufacturer narrative:
Additional information: d10, g3, h3, h6 d10 concomitant product: mrasi0004, bipolar fenestrated grasper mrasi0004 (lot# c24bal0027) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the two images depict the distal end of the cannula with a gouge and piece disengaged. It was reported that the trocar was damaged and component materials dropped. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic endometriosis resection procedure, the bipolar fenestrated grasper (bfg) instrument broke. As a result, the surgeon was unable to control the instrument at the surgeon console, and the bedside team could not open or close the instrument¿s jaws. It was noted that the versaone trocar was chipped, likely due to the angle of the instrument during extraction. The broken parts of the trocar and the instrument fell into the patient¿s cavity. Both the damaged trocar and the broken bfg instrument were removed from the surgical field following the broken instrument protocol. Upon assessment, all broken components were confirmed to have been retrieved from the patient¿s cavity. A new trocar and a new sterile bfg instrument were inserted, and the robotic arm was re-docked without further issues. The procedure continued without additional delays. There was no patient injury.